Manufacturer narrative:
(B)(4). The customer reported that a set of internal paddles had failed while in use on a pt. There was no report of negative impact to the pt. Another set of internal paddles were obtained. The customer ordered a new set of paddles which resolved the failure.

Event description:
The customer reported that a set of internal paddles had failed while in use on a pt. There was no report of negative impact to the pt.